Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient's family member that the patient is deceased and they are upset that there was no warning from the device that the patient was having a "cardiac issue". It was explained to the family member that the patient's device does not have alerts or the ability to send wireless transmissions. The cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.